Event description:
Revision surgery - the pt had loosening of the femoral components.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose stem after 2.9 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product. The part was dispositioned return to vendor, and not used in the lot. A review of the product complaint report history shows this is the 69th complaint for this part number: 15 device loosening, 15 broken screw, eleven infection, ten dislocation, five trauma, four instability, two dissociation, one subsidence, one non-assembly, one surgical technique, one loose joint, one misalignment, and one range of motion. This is the first complaint for this lot number. The root cause for the loose humeral stem was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the patient had a loosening of the humeral stem.